Event description:
The wound care nurse made a statement that ¿the pumps don¿t alarm¿ referring to the lack of leak alarms when working with the renasys ez max and a dressing that is leaking/lifted.

Manufacturer narrative:
The reported complaint is deemed inconclusive; an evaluation was not possible, as the device was not returned and no lot number information was provided. Without device lot number, neither complaint history nor service history reports can be researched. Since negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. Possible contributing factors are 1)a partial blockage caused by clotting at the head of the soft port or gradual buildup of blood clots/exudate inside the soft port fluid handling pathway 2) combination of a blockage and leakage within the fluid pathway permitting the system to hold negative pressure.

Event description:
The wound care nurse made a statement that ¿the pumps don¿t alarm¿ referring to the lack of leak alarms when working with the renasys ez max and a dressing that is leaking/lifted.

Manufacturer narrative:
Active investigation in progress; result of investigation will be provided in a supplement report.